Manufacturer narrative:
D1: the reported product is an unknown revaclear dialyzer. E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the treatment with an unknown revaclear dialyzer, the patient experienced abdominal pain and "undetectable blood pressure". Dexamethasone (5 mg, intravenous) was administered and symptoms were relieved. It was reported that treatment was discontinued. Ten minutes after the event started the patient received diphenhydramine (20 mg, intramuscular) resulting in "partial relief". The patient restarted treatment with a non-vantive dialyzer and no issues were noted. No additional information is available.